Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, after the emergency stop was pressed, the system did not start up. It was not possible to confirm the reported problem, as the customer reported that the issue resolved on its own and cancelled the service request. The system was confirmed to operate per specifications, and no failure was identified. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that after the allura xper fd10 system experienced an emergency stop, the system no longer started up. No harm has been reported. Philips has started an investigation of the complaint.